Event description:
"On 9/16/99 while operating my 'chauffeur scooter', I was going up a sidewalk cutout to visit my mother when the rear end broke away and fell to the ground. My son was there and we were able to tie the axle and wheels into a position to roll it a few blocks to my mother's assisted living home. On 10/5/99, as I entered the gym next to my condo for my daily swimming exercises I accelerated forward. However, the scooter took off at a high rate of speed, ran into the counter and lodged itself in the counter. People came to my aid. The scooter was now lodged in an uphill position. Four months after purchasing the unit with insurance the rear axle began to make a squealing sound. When the axle fell I kept the plastic piece that holds the axle and drive train to the scooter. I have received nothing but unsatisfactory svc from the store I purchased the scooter from. They keep asking me 'did it fall off a truck.' This latest incident could have been deadly in certain situations. I purchased the scooter on 3/4/99, can find no co address.